Event description:
Our office in another country received a report from the mother of a child who experienced unspecified corneal damage while using consept 1-step system to care for colored contact lenses. The report indicated that four days post-use, the patient could not open their eye. They were seen at a hospital (unknown if they were admitted), where they were told there was corneal damage .treatment details and outcome were not provided. See also mdrs 2020664-2009-00041 (device 1) and 2020664-2009-00044 (device 3).

Manufacturer narrative:
Lot number of tablets used by patient is unknown, and the manufacturer does not have any patient information that would allow us to further our investigation of lot number and adverse event details. It is unknown if the device failed to meet specifications, as we have not received the complaint sample for analysis nor have we received an identifying lot number to perform product investigation. The device was most probably being used for treatment, as this type of device is typically used for diagnosis. The relationship, if any, of the device to the reported incident / adverse event is unknown. The complainant reported an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis, nor have we received an identifying lot number to guide our testing, we have been unable to determine the relationship. Root cause has not been established.